Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the medication was not showing on profile. A technical support specialist (tss) found incorrect quantity which should be not more than 0.5 and advised the pharmacy admin to make changes to medication profile to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower auxiliary, medication was not showing on the profile, and the nurse was unable to issue the medication due to incorrect quantity (not more than 0.5). Pharmacy administration was required to make changes to the medication profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.